Event description:
The pt had this mitral sjm epic valve and a 23 mm aortic epic valve (medwatch #3001743903-2012-00006) implanted in 2007. The pt is symptomatic with stenosis of both valves. Add'l info received indicated the pt was hospitalized and is under medical treatment. Both valves are planned to be explanted in (B)(6) 2012.